Event description:
Customer states, yellow light comes on, then red light, beeps constantly, he can hear fan blowing inside. If left running it will shut down. Customer reports that this happens after about a half hour. Customer states he will shut unit down and turn on then it will work again for another half hour.